Event description:
Received notice of complaint concerning above product. Reports 2 events at this facility. Spoke with nurse manager who reports an event in which a leak occurred at the drip chamber top cap. The leak occurred just as the pump speed was brought up to full flow. The health care professional noted blood "spurting" out the side of the drip chamber. The treatment was stopped and the line was changed. The health care professional was unable to return the blood in the venous line. The extimated blood loss is reported as approximately 75cc. The patient was stable, no reported injury. The treatment was completed using a new line. The line is available for evaluation. A responce letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.